Event description:
It was reported that the pt receiving compounded baclofen and morphine for rsd via the drug delivery system and developed cellulitis. The cellulitis resolved with antibiotic therapy, but then reoccurred. The patient experienced redness, swelling and pain and the date of onset/diagnosis of infection was 2007. The device pocket was cultured; results were negative. The patient was treated with oral antibiotics and the total device system was explanted. The infection resolved; the pt experienced drug withdrawal symptoms of anxiety and pruritus. The pt had the following risk factors: diabetes and corticosteroid use.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.